Event description:
It was reported that the lead is not capturing at 10 volts. The lead was hooked up unipolar and the physician re-adjusted the red clip on the cable. It was reported that there was intermittent capture at 7.6 volts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).